Event description:
It was reported that during a gastrectomy procedure, a new device is used in the surgery but the first three clips formed incompletely which result in bleeding. And when the surgeon use another new device, the clips were formed well. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
Reporter alleged that advantage blood glucose test strips were labeled with an expiration date of 10/31/2009. The manufacturer's records show the actual expiration date to be 08/31/2003. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Manufacturer narrative:
(B) (4). (B) (4). The analysis results found that one device was received in good visual condition. The device was cycled, fed and formed the remaining three clips within manufacturing specifications and then, the device locked out as intended. It could not be determined what may have caused the event reported. Our manufacturing batch history review showed that the final quality release criteria were met before this batch was released for distribution.